Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast implant surgery procedure with mentor medical devices (unk_saline implants date of implant (B)(6) 2010) developed autoimmune disorder (the patient reported fibromyalgia and other systemic symptoms). This case was not confirmed by a healthcare professional. The patient reported a swollen axillary lymph node on the right side. The patient also reported ¿white string-like debris floating in implants upon removal¿. The patient required medical devices removal. Date of explant (B)(6) 2016. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the patient¿s right-sided device.